Manufacturer narrative:
The zoll catheter was returned to zoll for investigation on 11/03/2017; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. A zoll icy catheter was inserted into the patient and two days into the therapy, the saline bag was noted to be decreasing. No leak was noted on the start-up kit (suk). Catheter leak was suspected. The physician then decided to use arctic sun to continue with the therapy. The catheter was continued to be used as central venous catheter for four days. No patient consequences were reported.

Manufacturer narrative:
Evaluation of the returned catheter confirmed the customer reported complaint as an icy catheter bond leak between the medial and distal balloons. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint were a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. Immediately upon pressuring the catheter, a leak path was identified at the bond between the medial and distal balloons. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for icy catheter lot # 65098. Correction to was made.